Event description:
The treating doctor reported that the patient required a root canal treatment and eventual extraction of tooth 18 (lower left second molar), while using the invisalign product. The patient was referred to a periodontist and was prescribed with amoxicillin.the patient is currently doing fine.

Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the useful life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost" and "orthodontic treatment (including aligner treatment) may impair the health of the bone and gums which support the teeth and may aggravate the gums.". The treating doctor shared that treatment could have aggravated the tooth condition. Align's clinical review of the available records show that tooth 18 had an extensive restoration, exhibited vertical bone loss on the mesial surface, and the shows a radiolucent zone at the apex of tooth 18. The patient required a tooth extraction (permanent impairment to body structure) and the invisalign system aligners were being used. Therefore, this event is being filed as an MDR per 21 cfr 803.

Manufacturer narrative:
Correction under brand name and model number, no impact on traceability.